Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a battery out limit message and the buttons on her insulin pump stopped responding. The customer also stated that the insulin pump was in rough shape when she received it, citing a crack on the insulin compartment. The customer's blood glucose was 7 mmol/l. Nothing further was reported.